Event description:
The customer reported having a problem getting insulin into her body and that the insulin pump did not give any alarms. The customer's blood glucose was 587 mg/dl the night before the call, 327 mg/dl at the beginning of the call, and 268 mg/dl during the call. The customer treated with manual injections. During troubleshooting, the bolus wizard settings were found to be correct as well as the basal rates. The time and date were correct, and there was no leak found. Troubleshooting could not be completed due to the customer not having additional supplies. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.